Manufacturer narrative:
The complaint was confirmed by the repair technician through visual inspection. The driveshaft and nose housing were corroded. Corrosion limits the rotational and design properties of the components causing the reported event.

Event description:
It was reported that the pneumatic roto osteotome drill came off the handpiece and fell into the mouth, but not the surgical site. The piece of the drill that fell into the mouth was removed and the procedure was completed successfully. There were no patient or user injuries, and no adverse consequences.

Event description:
It was reported that the pneumatic roto osteotome drill came off the handpiece and fell into the mouth, but not the surgical site. The piece of the drill that fell into the mouth was removed and the procedure was completed successfully. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed. Device not yet received by manufacturer for evaluation.